Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was loss of right ventricular (rv) capture of unspecified duration due to increasing threshold measurements on this implantable cardioverter defibrillator (ICD). The patient is pacemaker dependent and was symptomatic. The caller also asked about ra histograms as they did not expect to see atrial rates in the 40s due to patient condition and device settings. Boston scientific technical services (ts) explained that this is normal device function in the presence of the atrial undersending that was occurring. Thresholds on the right atrial (ra) lead had increased significantly since implant. The device was explanted and upgraded. The ra lead and rv lead were also replaced at this time. No additional adverse patient effects were reported.